Event description:
It was reported that brooker 1 heterotopic ossification was noted in the pt's hip on x-ray. A revision surgery is pending.

Manufacturer narrative:
Concomitant medical products: catalog #00877503602, biolox delta head, lot #2557170 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening.

Manufacturer narrative:
Primary operative notes were provided which were unremarkable. A 6 month post-op x-ray is provided in which heterotopic ossification is seen superior and pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint has been confirmed through a review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient's radiographs revealed right hip acetabular heterotopic ossification and femoral radiolucency. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.